Event description:
The customer reported that a pt died in 2009. The customer does not allege that the device was a factor or that it malfunctioned. The customer is requesting assistance in analyzing certain aspects of the electronic event file and waveforms.

Manufacturer narrative:
The device was evaluated by the hospital's biomedical engineer and has passed all operational testing and automated testing since the incident in 2009. The device has remained in use since the incident in 2009. This investigation remains open. A follow-up report will be submitted after philips obtains more info about this event.